Event description:
Clip did not cover tip of needle. It is not known whether clip stayed in hub or it did not fully deploy. Nurse received needlestick injury. Test results, unknown at this time. The sales rep. Has reported no additiinal information ws available from the facility.